Event description:
Leakage of saline from the system required surgical intervention to correct.

Event description:
Acute kink in tubing of access port. (No possiblity to adjust.) Pt was replaced with a new port.